Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(4) was implanted on unknown date with unknown setting via lumbar peritoneal (lp) shunt. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). After a surgery, there was a sign of no flow of cerebrospinal fluid (csf). The valve was replaced with another product due to suspicion of blockage of both valve and catheter. The patient is stable and has recovered. According to the information provided, it is unknown when was the explant date and they cannot confirm if the catheter is a component of the hakim valve. Primary disease subarachnoid hemorrhage (sah).

Event description:
N/a.

Manufacturer narrative:
Hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 6791510, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected and no defect was noted. The valve was hydrated. The catheters were irrigated and no occlusions noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis -the reported complaint was not confirmed. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve and the catheter.